Event description:
A report received from the USA, stated the device is experiencing an "oil leaking from hand piece" issue. It is unk if the device was being used during surgery. No pt or user injury was reported. No add'l info was provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. (B)(4).